Event description:
The following has been reported: biomed reported: please see pump log. Staff said message on pump says "needs service". No patient harm. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a downstream air sensor failure. The device passed mock infusions and was reverted to manufacturing mode to undergo set ID and bubble detector functional testing. The device passed repeated rounds of this testing without issue. Due to the nature of the complaint, the set ID and bubble detector will be replaced as a precautionary measure.